Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prostatectomy procedure, it was reported that the jaws of the grasper disassembled and it did not grasp properly. Another grasper was used to complete the case. There was no patient injury.